Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery issue. There was no patient involvement when the issue occurred. No patient or user harm reported. While inspecting the device, the customer reported that the battery had a shortened life span. The customer requested that the battery be replaced. Investigation ongoing / resolution pending.

Manufacturer narrative:
The device was serviced by a service engineer (se) who reported replacing the battery. The device was subsequently returned to service. The investigation concludes that no further action is required at this time. The complaint file will be reopened if any additional information is received.